Event description:
The user was implanted in (B)(6) 2024 and had meningitis 2 weeks ago. The user's hearing performance with the device is affected. At the audiologist, she is saying she cannot hear out of that ear.